Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) had a fall and a large hematoma appeared on top of the crt-d. The field representative was unable to interrogate the crt-d. Recommendations were given to determine if there was a device damage. The crt-d remains in service at this time. No adverse patient effects were reported.